Event description:
It was reported that (2) handpieces malfunctioned with high pitched sounds and solid tones during a laparoscopic cholecystectomy. Another device was used to complete the case. There was no consequence to the patient.